Event description:
Lung functioning is worsening due to the inability to get philips respironics to replace the defective CPAP machine that I was notified and discontinued use of almost a year ago. It is impossible to get anyone to replace this unit as they get the same excuse every time you called to check on it if you can help with getting the CPAP replaced, that would be helpful. Recently had a lung function test done at the pulmonologist and reduced function from the previous test. Still unable to get CPAP machine replaced even though defective.